Event description:
Patient underwent a laparoscopic partial colectomy with low pelvic colorectal anastomosis using the echelon 25 eea stapler. The stapler was inspected after firing revealing 2 intact donuts. An air leak test was performed and was negative. Indocyanine green was injected and I confirmed vascular supply to the colorectal anastomosis was present. The patient was not obese. She was not on steroids. She was not a smoker. She was not a poorly controlled diabetic. Less than 48 hours later, the patient started complaining of increased pain and distention. On pod #3 it was determined that she had a leak. Patient was taken back to operating room and a small leak was encountered on the anterior staple line. This was oversewn and a diverting stoma was created.